Event description:
The customer reported that the system was reported to have intermittent or no movement of the column lift. There was no patient injury involved with this case.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.